Event description:
It was reported that the drill fractured when testing the rotation. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component codes - proposed code drill bit mechanical (g04) - drill. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6; h10. A visual inspection was conducted on the returned drill. The drill has fractured just above where the drill flutes meet the drill body. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.